Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Clinical notification received for revision of left total knee replacement. Date of implantation: (B)(6) 2018; date of revision: (B)(6) 2019; (left knee).